Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to a patient related condition. This implantable transvenous defibrillation lead was surgically abandoned when it exhibited high shock impedance measurements and noise which precipitated one inappropriate shock and a lot of diverted episodes. This right atrial pacing lead was surgiclly abandoned when it exhibited elevated pacing impedances. The patient is high risk and diabetic, therefore doctor chose to change out the pulse generator and leads since battery life is less than year. There is no allegation against the device.